Event description:
It was reported that the shockpulse lithotripsy transducer no longer gives power. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to regional investigation center for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: the contactor retaining pins are defective. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that there was no power delivered by the transducer. A device history record review could not be performed because there was no lot number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the shockpulse lithotripsy transducer no longer gives power. There were no reports of patient harm.